Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found that the blue suture is in two pieces with frayed ends where it was severed and the anchor has minor deformation. An analysis of the customer provided images found the device with a broken suture with frayed ends. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the raw material, found that the storage specifications are documented and a material certificate is required with each lot. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during shoulder rotator cuff repair, the footprint suture broke and the anchor fell in the joint. Pieces were recovered with tweezers. The procedure was completed with a delay greater than 30 minutes using a back-up device. No other complications were reported.